Event description:
Per the audiologist, the patient reportedly had an infection which caused the reciever stimulator package to extrude. The patient was explanted in 2009. Plans for reimplantation were not available at the time of this report, may 28, 2009.